Manufacturer narrative:
Ps310891 method: the complaint pt100 airvo humidifier was received at fisher & paykel healthcare (f&p) new zealand where it was inspected by trained f&p personnel. The device was performance tested and the audible alarm was checked. During testing it was confirmed that there was no audio alarm fault found. The speaker of the airvo 2 humidifier functioned as intended. The airvo user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that " the unit is not intended for life support." The user manual warns the user: - prior to each patient use, ensure that the auditory alarm signal is audible by conducting the alarm system functionality check described in the alarms section the alarm system functionality check instructs the user on how to check the alarm function and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."

Event description:
A distributor in germany reported via a fisher & paykel healthcare (f&p) field representative that a pt100 myairvo humidifier had a fault. During servicing of the device, it was found that the audible alarm was not functioning. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint myairvo humidifier is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow-up report upon completion of our investigation

Event description:
A distributor in (B)(4) reported via a fisher & paykel healthcare (f&p) field representative that a pt100 myairvo humidifier had a fault. During servicing of the device, it was found that the audible alarm was not functioning. There was no patient involvement.